Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with an 175cc unspecified textured gel breast implant experienced left sided capsular contracture baker grade ii post procedure. As a result, patient had an explantation (B)(6) 2020.

Manufacturer narrative:
Additional information was received on 7/2/2020, patient had an explantation on (B)(6) 2020. During explantation surgery left sided rupture was discovered. Reason for device explant and/or reoperation: capsular contracture baker grade ii and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 8/5/2020, the mentor failure analysis lab has received the device for evaluation. The returned device is a 175cc breast implant. The investigation of the returned device was completed by the failure analysis lab on 8/26/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. During the visual evaluation, parallel lines of shell wear were observed on the posterior view. A tear measuring approximately 1.0 cm was also observed within the shell wear/fold. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).